Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was scheduled to have the scs system replaced due to the patient not receiving the stimulation therapy coverage needed.

Event description:
Follow up ifnormation received identified the patient's scs lead was replaced. Effective stimulation therapy was reportedly established postoperatively.